Event description:
A male hlthcare worker experienced a burning sensation with a white powdery residue on his fingers after removing a peel pouch from the load. The worker washed his hands and the symptoms resolved within mins. He went to the student hlth ctr but did not receive any treatment. It was reported that the vaporizer plate was not in place on the electrode.